Event description:
A user facility reported a patient that aspirated while the lma-classic was in place. An asthmatic patient ate lunch at 1:00pm at a picnic and later fell and had closed fracture of their tibia. Patient arrived at the hospital at 7:40pm and was treated with narcotics. Two hours later with a lma in place, the patient regurgitated. The patient was suctioned, the lma was removed, and an et tube was placed in the patient. It is unknown if the patient was suctioned before or after the lma was removed. With the et tube in place, the patient's airway was visualized with a fiber optic scope. The physician reported that no particulate matter was seen in the trachea. Anesthesia was 3% sevoflurane at time of regurgitation. Saline and bicarb washings were performed. In recovery, oxygen saturations were low, so the patient was transferred to the ICU on a ventilator. Chest x-ray showed bilateral aspiration pneumonia. The patient remained on a ventilator for 4-5 days and was then discharged home. Six months later, the patient is claiming residual pulmonary injury related to aspiration event. Impression: adverse event of regurgitation and aspiration of stomach contents that require medical intervention to treat, with possible residual sequelae. Lma instruction manual states that lma is contraindicated in situations where gastric contents may be retained, including multiple or massive injury and use of opiate medication prior to fasting. This report contains information from 3rd paties, the accuracy of which has not been confirmed by the reporter.